Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit also had a scratched lcd window, cracks on the display window corners, battery tube threads and reservoir tube lip, as well as a missing end cap sticker.